Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 482 mg/dl and a bolus was delivered to address bg. Pump system check was performed with tandem technical support and air bubbles were observed in the tubing. Customer primed the air out of the tubing and insulin delivery was resumed.